Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pockets a5, b4, c1 and d4 not detected on bus. A field service engineer (fse) shut down the pyxis system and opened the back panel to inspect the drawer. The drawer board and pyxibus module controller (pmc) board connectors were reseated. The retractor band was removed and replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a, imdrf annex g and imdrf annex c. Correction: section d unique identifier (UDI). Part analysis: the report of the medstation es main, drawer hh #4.1 failure was confirmed during field service engineer (fse) testing. According to work order 02086334, the field service engineer (fse) reported that pockets a3, a4, a5, b4, c1, and d4 in main enhanced hh drawer 4.1 not detected. Fse reseated drawer and pmc board connectors replaced assy retractor dwr hh cubie. Hta test passed, unit working properly. Laboratory inspection confirmed that the assy retractor dwr hh cubie (p/n (B)(4)) received did not present any physical damage, fluid ingress, cuts or bends. Following bd internal procedures, a continuity test was performed using a digital multimeter (dmm). The hardware test application (hta) confirmed that the assy retractor dwr hh cubie (p/n (B)(4)) is functioning as intended. All diagnostics were completed successfully. The device was in use for treatment purpose as intended per cfr 820.198(d). Root cause the root cause of the issue reported, where the hh cubie pockets were not detected on the bus, could not be identified. A complete inspection and functional testing were performed on the returned unit, but no faults or irregularities were observed during the evaluation process.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that there was a delay in dispensing medication to a patient. As per part investigation, it was determined that no faults or irregularities were observed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed.the customer stated that there was a delay in dispensing medication to a patient.there were no adverse events or injuries reported based on this event.